Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n310357014, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-jul-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml (unknown dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018 postoperative. It was reported the patient followed up in the clinic on (B)(6) 2018 after his recent pump exchange on (B)(6) 2018. The patient had an infection over the pump site. The patient was taken to the hospital and the entire system was explanted on (B)(6) 2018. The catheter was no longer in the intrathecal space however it aspirated successfully on (B)(6) 2018. The patient was inpatient and planned to be discharged on (B)(6). It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved, and patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.